Manufacturer narrative:
Product not yet returned for evaluation. Internal report (B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference or user reused test strip or user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 90-120mg/dl fasting. Verified the strips expire 04/16/2017. Customer confirms the strips are stored in the bathroom and were first opened (B)(6) 2015. Reviewed meter memory: 104mg/dl (B)(6) 2015 01:03:00 pm fasting:no. 50mg/dl (B)(6) 2015 04:28:00 pm fasting:no. 165mg/dl (B)(6) 2015 05:24:00 pm fasting:no. 158mg/dl (B)(6) 2015 08:32:00 pm fasting:no. 161mg/dl (B)(6) 2015 04:52:00 pm fasting:no. Meter date and time is not set. No adverse event reported.

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 90-120mg/dl fasting. Verified the strips expire on (B)(6) 2017. Customer confirms the strips are stored in the bathroom and were first opened on 03/26/2015. Reviewed meter memory: (B)(6) 2015 04:52:00 pm fasting: no. Meter date and time is not set. No adverse event reported.